Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) flo-thru intraluminal shunts had particulate matter. The reporter stated that two of the shunts had frayed thread, and the third shunt had loose thread. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation: first device was visually inspected via the naked eye and microscopically. Fraying was observed, where the extra loose tether material from the tether knot was trimmed. The trimmed loose end was not trimmed was not completely covered with adhesive. The trimmed end of the knot suture must be covered by adhesive, and therefore this unit does not meet specification. The uncovered trimmed end was grasped with forceps and gently pulled to try to loosen to knot and tether. Force was gently increased. The knot did not become untied. The reported condition was verified; however, the cause of the condition could not be determined. The second device was visually inspected via the naked eye and microscopically and no fraying was observed. The unit was examined further, and the knot was not completely covered with adhesive. Total coverage of the knot is required, and therefore this unit does not meet specification. A loop of the uncovered knot was grasped with forceps and pulled gently to loosen and untie the tether knot. Force was gently increased. The loop could move freely up and down the tether until taught, however the knot could not be untied or loosened where the adhesive covering the rest of the loops of the knot does not permit the knot to come apart. The reported condition was verified; however, the cause of the condition could not be determined. The third device was visually inspected via the naked eye and microscopically. Particulate matter (pm) was not observed; however, excessive silicone adhesive was observed on the molded shaft. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.